Manufacturer narrative:
The reported complaint of error message "system error, out of service, revert to manual CPR" on the autopulse platform (sn (B)(4)) was confirmed during power on. The root cause of the reported complaint was due to a defective pca processor board. Upon visual inspection damaged front enclosure was observed. This observation was not related to the reported event. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) error message. Upon replacement of the processor board, the platform was further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there were 3 similar complaints reported for autopulse platform serial number (B)(4). Ccr (B)(4) reported on (B)(6) 2015 and ccr (B)(4) reported on (B)(6) 2016, the processor board was replaced to remedy both complaints. Ccr (B)(4) reported on (B)(6)2018. The apvision 3 was used to clear the error message.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.